Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical, surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device was investigated and found: as per service engineer: h1004c5210500: head cap: problem, h1004c5210150: cartridge: problem, h1004c5470220: neck: problem, h1004e2810010: problem, under warranty invoice no: dlsi2223010891, dated 30-09-22. There was no injury to the patient. Problem investigation: cartridge,neck ,head cap and casting assembly: replace cartridge ,neck , head cap and casting assembly.

Event description:
In this event it is reported that a x-smart w/contra angle eur stopped during use. No injury occurred.